Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer changed infusion set and see insulin coming out of the end of the tubing and pump does not show numbers. Customer was unable to finish priming, the pump did not alarm. The customer's blood glucose was 7mmol/l. The customer was advised to revert to back up plan per health care provider.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.